Manufacturer narrative:
Plant investigation: the complaint sample was not available for manufacturer evaluation. It is highly unlikely to detect a failure in the retention sample, since the noise occurred after seven hours of use. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. A review of the batch documentation was performed. Manufacturing documentation found no deviations concerning the failure pattern at hand. There were five quality events on the reported batch/lot, but none of them were related to the reported failure. The provided video suggests that the noise may have been caused by the rotor touching the inner housing of the pump head. The bearing of the pump head rotor might have been damaged during application (e.g. Due to pump head thrombosis or air intake). However, since a physical evaluation could not be performed a definitive cause for the noise described could not be confirmed.

Event description:
It was reported that an abnormal sound was heard coming from the pump head of an xlung kit 230 approximately seven hours after the start of extracorporeal membrane oxygenation (ECMO) therapy. When the patient was first put on ECMO support, the pump head speed was set to 7500 rpm. It was reported that the noise was gradually becoming louder. The speed was lowered to 7300 rpm and the noise temporarily got better, but then became louder again. It was reported that the event resulted in approximately 500 ml (or less) of blood loss. A video capturing the noise was provided for review. The sample was not available to be returned for evaluation. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that an abnormal sound was heard coming from the pump head of an xlung kit 230 approximately seven hours after the start of extracorporeal membrane oxygenation (ECMO) therapy. When the patient was first put on ECMO support, the pump head speed was set to 7500 rpm. It was reported that the noise was gradually becoming louder. The speed was lowered to 7300 rpm and the noise temporarily got better, but then became louder again. It was reported that the event resulted in approximately 500 ml (or less) of blood loss. A video capturing the noise was provided for review. The sample was not available to be returned for evaluation. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.